Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy. The registered nurse (rn) stated that the volume to be infused (vtbi) was at 250 ml, flow rate at 250 ml/hr and the dose was 1mg/kg (she thinks so). The medication used was dhe and it was supplied at room temperature. This was a secondary infusion. The head height of the container (distance in inches between the pump and the top of the fluid level in the primary container) was at a foot. The length of the blue piggyback hook was the approximate height (distance in inches between the secondary container and the top of the fluid level in the primary container). The nurse was unsure if the event history log is available. No IV set add-on components were utilized at the time of the event. There was no patient impact the medication was given late but there was ¿zero¿ effect on the patient. At shift, drips were noted. The nurse did not think the pump had a problem. When the pump was reset, it infused fine and the pump worked again for the 4am done. The nurse reported that she guessed the prior nurse (rn)set the pump for the primary fluid to run in at 25 ml/hr and somehow 25 ml of the medication went in over that hour. At safety check, the rn looked to see the tubing was dripping and that the pump was set for the medication. After the rn reset the pump to infuse 250 ml of the medication and ran it, the line ran dry with about 20ml left on the vtbi. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. A review of the event history log did not identify the reported issue. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.